Event description:
Distributor contacted dexcom technical support on 03/10/2015, to report intermittent out of range signal on behalf of patient on (B)(6) 2015. The patient used the single-board transmitter with the vibe system. No injuries or medical intervention were reported.

Manufacturer narrative:
(B)(4).